Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and verified that an error code was logged; however, the occurrence of the error code or the reset condition was not duplicated. A clinical review of the reported event determined that there is not enough information within the records reviewed to ascertain any contribution of the device to the reported outcome. Although a shock was delivered initially, the post shock ECG is not available for determining the effectiveness of the shock. Also the data from the second device used is not available to confirm the potential impact of the delay.

Event description:
It was reported that during patient use, the device delivered a 200 joules shock successfully and then the screen went blank. The crew immediately stopped using the device and another unit was brought in within 30 seconds to a minute. The patient was shocked multiple times with the second device; however, the patient was not resuscitated.